Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert in the remote monitoring system for high impedance (hi). Technical services reviewed the available data and confirmed high, out-of-range shock impedance measurements were stored. Technical services discussed troubleshooting to evaluate the electrode integrity and performing x-rays to check for a connection issue or any abnormality with the electrode. No intervention has been performed at this time. No adverse patient effects were reported. Additional information was received. X-rays were performed, showing the electrode had moved and was fractured near the proximal electrode. It was suspected the electrode had not been implanted fully on the sternum but was in the breast tissue. The electrode and device were explanted and a new s-ICD system was implanted successfully. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this electrode was returned in two segments and was completely fractured at approximately 327mm from the terminal pin. The insulation and all cables were fractured in this area. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In (B)(6) 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an alert in the remote monitoring system for high impedance (hi). Technical services reviewed the available data and confirmed high, out-of-range shock impedance measurements were stored. Technical services discussed troubleshooting to evaluate the electrode integrity and performing x-rays to check for a connection issue or any abnormality with the electrode. No intervention has been performed at this time. No adverse patient effects were reported. Additional information was received. X-rays were performed, showing the electrode had moved and was fractured near the proximal electrode. It was suspected the electrode had not been implanted fully on the sternum but was in the breast tissue. The electrode and device were explanted and a new s-ICD system was implanted successfully. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.